Manufacturer narrative:
MDR 3003442380-2026-16503 / initial 2 of 3 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experience bent cannula event on (B)(6) 2026. This led to high blood glucose level and tiredness which the patient managed by changing the infusion set.